Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during reprocessing. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred a result of insufficient cleaning. The foreign material on the plastic distal end cover (c-cover) and biopsy channel opening was unable to be identified. The definitive root cause was unable to be determined. The event can be prevented by following the instructions for use which states: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide results of microbial testing and device evaluation. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found that the instrument tube had foreign objects, the scope cover was stained, the light guide lens was cracked, the connecting tube was cut, the coating of the universal cord was peeled, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide cds information and results of microbial testing. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Pre-cleaning involved aspiration of water through the instrument/suction channel and flushing of the air/water, auxiliary, balloon and forceps elevator wire channels. Sekusept was used as the detergent for precleaning and manual cleaning. Manual cleaning involved brushing the instrument/suction channel, suction cylinder, instrument channel port, balloon channel and distal end. Bushes and swabs recommended by olympus were used for manual cleaning. No manual disinfection is done. The automatic endoscope reprocessor was a wasemburg. Endohigh was used as the detergent and endohigh paa was used as the disinfectant. The scope was stored vertically in a simple cabinet with no drying function. Olympus was used for maintenance and repair. The scope was not sterilized. This event is under investigation. A supplemental report will be submitted upon receiving additional information.